Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the device diagnostic log history indicated a restart and +24/+-12 volt failure occurrences. The service technician replaced the power supply as a precaution to address the finding. Applicable final testing was completed and passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.